Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 12-mar-2026, arthrex was notified via email of a case study published in 2019 by the journal of orthopaedic trauma, titled ¿improved reduction of the tibiofibular syndesmosis with tightrope compared with screw fixation: results of a randomized controlled study". The study reviewed fifty (50) patients who underwent high fibular fracture fixation using 5 hole or 7-hole distal fibula plates. During the minimum twelve-month follow-up period, seven (7) patients experienced malreduction. Source: sanders d, schneider p, taylor m, tieszer c, lawendy ar. Improved reduction of the tibiofibular syndesmosis with tightrope compared with screw fixation: results of a randomized controlled study. J orthop trauma. Nov 2019;33(11):531-537. Doi:10.1097/bot.0000000000001559.